Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 400 mg/dl to 500 mg/dl. The bg level was addressed with a manual injection. It cause of the bg level was unknown. As the event occurred in the past, tandem's technical support was unable to troubleshoot to determine a potential cause.